Event description:
It was reported that a power source alert occurred when using the tandem charging cable connected to a computer usb port. The caller declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl, leaving the impact on blood glucose level unclear. Tandem technical support instructed the customer to try different usb ports and wall adapters without success, but the problem resolved spontaneously with a third-party charging cable and wall adapter, charging the pump to 100% without further need for troubleshooting.